Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending proximal artery. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. The balloon was inflated twice at 12atm for 10 seconds, on the second inflation, the balloon ruptured at 12 atm. The device was removed normally, and the procedure was completed with another of the same device. There were no patient complications, and the status of the patient post procedure was good.